Manufacturer narrative:
Internal file number: (B)(4). Device code 2983 was removed. Evaluation summary: the device was returned for analysis. The reported loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, clip deployment was not performed as the device came out of the patient's anatomy during thumb advancement. Post procedure, the device was inspected and it was reported that the clip may have been inadvertently and unknowingly deployed during handling. Per the physician, it is very unlikely that the clip remained in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event has been estimated.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after an unspecified interventional procedure. Reportedly, the vessel locator wings failed to deploy correctly resulting in the device coming out of the patient. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.